Event description:
It was reported the patient had a swollen device pocket and that during a revision procedure, there was two dents noticed on the face of the device. It was indicated that the patient had recently sustained a bad fall due to syncope from low blood sugar and that the patient had hit the dresser with their chest. It was indicated that all testing measurements were normal. Based on medical judgment the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.